Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the physician cut the paddle lead during an ipg replacement (related manufacturer reference number 1627487-2021-16717) on (B)(6) 2021. The paddle lead was completely explanted and a new paddle was placed. Post-operatively, stimulation therapy was restored.